Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue, low pacing impedance, failure to capture and p-wave amplitude variation. The reported event of helix mechanism issue was confirmed but the reported events of low pacing impedance, failure to capture and p-wave amplitude variation were not confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. X-ray examination showed the inner coil at the connector region was over torqued consistent with procedural damage. Examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix region and over torqued of the inner coil.

Event description:
It was reported that the patient presented in-clinic for follow up. Upon review, the right atrial (ra) lead was identified to be dislodged after exhibiting loss of capture, low pacing impedance, and low sensing variation. The dislodgement was confirmed via chest x-ray. The physician attempted to reposition the ra lead, however the helix failed to fully retract. Thus, the physician opted to remove the existing ra lead, and a new one was implanted. The patient's status was stable.